Event description:
The customer alleged no loss of ac audio alarm discovered during est testing and not on pt. No previous reports of no audio alarm while the device was in use. The mallinckrodt customer support engineer (cse) inspected the device and replaced the alarm. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.